Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as surgeon authorization is required to release the device. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue/pannus growth contributed to a lesser degree to this long-term explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 19mm bioprosthetic aortic valve, implanted three years, 11 months, was explanted due to severe recurrent aortic stenosis and moderate insufficiency. The patient underwent redo aortic valve replacement with nicks type patch root enlargement of the outflow annulus with a vascutek patch. There was pannus ingrowth visualized on the valve which appeared to be opening normally. The explanted device was replaced with a 21mm aortic valve. Echo showed no significant aortic insufficiency, no aortic stenosis and 8 mm gradient. The patient was relatively stable through the procedure and left the operating room in stable condition. Patient did have a single episode of atrial fibrillation which lasted approximately 10 minutes. Patient was discharged on post operative day five.